Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx6008swc was removed on (B)(6) 2019 due to failure to osseointegrate 16 days after implantation. The patient has history of tobacco use, hypertension, and diabetes. The doctor noted local infection during explantation. The patient has recovered without complications.